Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 13, 2012 - october 15, 2012. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid would not flow out of a large volume infusor. This occurred after filling with an unspecified solution and before patient connection. There was no patient involvement. No additional information is available.